Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
300p that turns itself on automatically and also showing memory full. There was no patient involved in this event.

Event description:
300p that turns itself on automatically and also showing memory full. There was no patient involved in this event.

Manufacturer narrative:
Serial number incorrect, the correct number is (B)(4).